Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 pro clinical chemistry analyzer and replaced the modular chemistry sample probe and the hydro degasser to resolve the issue. Fse performed cleaning and verified system resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
Customer reported the generation of low ise (ion selective electrode) patient results for sodium (na), and chloride (cl) along with the low patient results for modular chemistry blood urea nitrogen (bun) on their dxc 800 pro clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.